Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert had been generated for this system due to atrial arrhythmia burden (aab) of at least 1.0 hours in a 24-hour period. Significant undersensing of atrial fibrillation was observed on the presenting electrogram and the stored atrial tachycardia response (atr) electrogram. The information has been documented and the patient's physician was informed. No adverse patient effects were reported.